Event description:
It was reported that the procedure was to treat a heavily calcified mid circumflex artery. Pre-dilatation was performed with the stenosis reduced to less than 40%. A 3.5 x 28 mm device was being advanced to the lesion but could not cross due to the anatomy. During withdrawal of the device the proximal shaft, outside the anatomy, separated. A drug eluting stent was successfully deployed to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported proximal shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other incidents for failure to advance or shaft separations reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.